Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Investigation summary: bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off with the incident lot was not observed as it is not conclusive of how the device fails. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve fall off as all samples met specifications. It is highly probable that the terumo vacutainer tube was used. The terumo product used in conjunction with our blood transfer device (btd) and other acquisition products is incompatible due to the design of the foil closure of the tube which is comprised of a centralized small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® blood transfer device holder with female luer adapter the sleeve fell off needle. The patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber sleeve fell off during blood collection.